Event description:
Caller reported a malfunction indicated by code 12 on their pump, confirmed as a resettable issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump, and the malfunction did not recur afterward. They were instructed to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.